Event description:
The patient experienced a loss of therapeutic efficacy. It was reported that therapy was intermittent. Some unipolar pair impedances were less than 2000 ohms. It was also reported that impedances were less than 250 ohms. There was no known incident or accident related to the complaint. The hcp reported the patient status as 'good'. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.